Manufacturer narrative:
(B)(4) date sent to the FDA: 02/22/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2006 and a morcellator was used. The patient reported that in 2012, they went to the emergency room with pain. An ultrasound was performed which revealed a large infection on the patient's cervical stump. The patient was admitted to the hospital and the infection was treated, but it was not stated how. In early 2015, the patient saw a doctor who performed tests and an unknown growth in her pelvis was found. On (B)(6) 2015, the patient had an additional procedure to remove the left ovary and remainder of the cervix. The patient discovered in early 2016 that the doctor reportedly discovered adhesions on the patient's right ovary during the procedure, but decided not to continue the surgery. On (B)(6) 2015, the patient went to an ER for pain. On (B)(6) 2016, the patient had a color doppler ultrasound performed which showed active, live blood flow to the sight of the patient's right ovary.